Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 3.2; lab: 1.3. Inratio: 3.4; lab: 2.1.

Manufacturer narrative:
Follow up: MDR no. 2027969-2009-01138 was inadvertently assigned to this file. Correct MDR no. Is as follows: 2027969-2009-01137. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio meter: 1.3 inr; reference: 3.2 inr; mean: 2.25; confidence-limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. See below for add'l investigation on strip lot 216973. Previous investigation on strip lot 216973 from (B)(4) (netrm) revealed no discrepant results on referenced and in-house meters. No further action is required. Refer to (B)(4) for add'l details. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio meter: 2.1 inr; reference: 3.4 inr; mean: 2.75; confidence-limits: 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing.